Event description:
Oversensing due to emi was reported resulting in pacing inhibition and dizziness. After speaking with the patient, the technician identified two possible sources of the emi: a swimming pool or an electronic insect repellent device. The patient is scheduled to return to clinic for further evaluation and has been advised to avoid both the swimming pool and the insect repellent device in the meantime. The patient was further instructed to present to the emergency department should any additional episodes of dizziness occur.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. The analysis of the available iegms revealed noise in all channels, confirming the clinical observation. The frequency of these noise signals was around 60 hz. The impedance trend data was evaluated and the pacing and shock impedance values are normal. The root cause of the noise could not be determined. However, based on the morphology of the noise signals, he presence of invasive external influences, such as strong electromagnetic fields, as mentioned in the event description, should be considered. There is no indication of a device malfunction. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The data confirmed the reported event, which presumably was caused by external sources of noise. There was no indication of a device malfunction.